Event description:
It was reported that pump could not be started because cable could not be inserted into usb port, and no blood glucose readings or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, distributor and technical support attempted to connect pump without success, and replacement pump was provided while awaiting returned device analysis, with no further outcome information available.